Event description:
A report was rec'd that a pt experienced diabetic ketoacidosis while using a one touch meter. On event date, pt's blood glucose was 478mg/dl on the ot meter at 04:30pm. Pt has been experiencing vomitting and dehydration all day on event date. Paramedics were called and found pt's blood glucose 700mg/dl on unknown meter. Pt was taken to hosp where pt was admitted for dka with a blood glucose in the high 600s. Pt was treated with insulin IV and discharged 5 days after event date. After the hospitalization, pt's insulin dose was increased to 10u am instead of 4u. No further info was provided.